Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, balloon withdrawal resistance occurred. The 70% stenosed, moderately calcified target lesion was located in the mid circumflex (cx) (vessel noted to have "extreme angulation"). A non-bsc guide catheter and unspecified guide wire were advanced to the lesion site. Then an apex balloon 2.0x20mm was advanced to predilate the lesion. Next, a taxus liberte atom paclitaxel-eluting coronary stent 2.25x28mm was advanced and deployed in the mid cx at 10 atms for 69 seconds and 2 atms for 4 seconds. There were no difficulties experienced when inflating or deflating the stent delivery balloon. The stent was fully expanded and well apposed. Additionally, it was noted the balloon was fully deflated before attempting to pull back the device. When the physician attempted to withdraw the delivery balloon, there was great resistance. The physician pulled the guide catheter in and struggled to remove it. Once it was removed, the physician was able to remove the delivery balloon. Finally, the stent was post-dilated with a quantum maverick balloon 2.5x12mm. The stent remained implanted and fully apposed. The procedure was completed and patient status reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).